Event description:
(B)(4) study. Same patient as: 2134265-2012-04810. It was reported that following a stenting treatment procedure, restenosis occurred. In (B)(6) 2012 the patient presented with unstable angina. A 2.25x24 mm promus element stent was implanted in the mid left anterior descending artery. In (B)(6) 2013, the patient was diagnosed with angina and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of the event, the patient was taking aspirin and brilinta. The study drug was never taken during the study. Angiography revealed 100% restenosis of the promus element stent in the mid lad. This lesion was treated with direct stent placement using a 2.5 x 24 mm promus stent. Following post-dilatation, residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged on aspirin and brilinta.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).